Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. No serial number was identified within the article and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. Due to the nature of the article published in scientific literature, information required to perform a proper complaint investigation is not made available. Therefore, the root cause of the events included in the article could not be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study article reported that patient had experienced grade one diffuse lamellar keratitis, and it was found in four unknown eyes and all resolved by the second postoperative day after refractive surgery. Citation: low jr, lim l, koh jcw, chua dkp, rosman m. Simultaneous accelerated corneal crosslinking and laser in situ keratomileusis for the treatment of high myopia in asian eyes. Open ophthalmol j. 2018;12(suppl-1, m3):143¿153. Doi:10.2174/1874364101812010.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).